Event description:
The user facility reported that the device would not slide apart when attempting to remove it from the patient's head. It would not slide apart. It was discovered that there was a burr where the metal had caught in the middle. A member of the clinical staff modified the clamp by grinding it smooth. Additional information from the sales representative and the facility had been requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.